Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A loaner pump was provided to the customer and the faulty s5 roller pump and its original motor controller board were returned to livanova (B)(4) for investigation. During investigation, the reported issue was reproduced and was found to be caused by a defective dc/dc-converter on the computer board of the s5 roller pump. The motor controller and the computer boards were replaced as well as the touch screen. Functional testing and a technical safety inspection were successfully completed and the pump was returned to the customer.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The customer plans to return the device to livanova (B)(4) for further evaluation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message during setup. There was no patient involvement.